Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1, b2, b5, h1, h6. The subject device is not available to be returned for evaluation as patient authorization is required.

Event description:
It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of three (3) years, five (5) months due to severe aortic regurgitation/insufficiency. The explanted valve was replaced with a 21mm non-edwards valve. Per medical records, there was a large dehiscence and a pledgeted mass that looked like attempts to repair it had occurred intraoperatively. This was dissected all out. The valve was explanted and had to tailor the area of pledgets to be able to size a 21mm non-edwards. There was some partial dehiscence of the aortic root from the aorta and was brought back up with pledgeted sutures from ventricular to aortic side in the area for valve placement sutures. The 21mm non-edwards valve was implanted in replacement. The patient was weaned uneventfully from cardiopulmonary bypass and protamine was given. The patient's postoperative course was uneventful. The patient was discharged home on pod #5 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. However, the event was likely due to patient related factors and potentially procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation due to hospital decline to return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn, hld, and active smoker (marijuana). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm aortic pericardial valve has been placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years, five (5) months due to moderate aortic regurgitation/insufficiency. No other details were provided.